Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and visual inspection found the grip return spring dislodged from its original position at the proximal end. As a result of the dislodged spring, the jaws did not open and close properly. Additional observation(s) related to the customer reported complaint: the instrument was found to have failed during initialization based on log review and during in-house testing. Review of the logs verified two errors of: vessel sealer extended failed during homing on universal surgical manipulator 4 (usm4) with error code"22026", and one "grip torque is outside the expected range on usm." The logs displayed two homing failure error, and one strong grip failure error. There was no dislodged knife observed. No debris was observed on the jaws. It is possible that the initialization failure experienced was due to the grip return spring being dislodged. Furthermore, the instrument was found to have low torque failure. Visual inspection found a dislodged spring in the proximal end. The instrument passed the electrical continuity test at the distal and proximal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests after forcing self-test pass. The instrument moved intuitively with full range of motion in all directions. The grips opened but were unable to close fully. The instrument passed the cut test but failed to seal on 2 of 2 attempts. Error displayed "sealing malfunction. Press 'arm swap' to restore control then remove and reinstall. The ceramic dot, cut test, and electrical continuity test passed. Knife slot test, jaw gap test, and grip force test were also performed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument worked initially but stopped working. The procedure was completed with no patient harm.